Manufacturer narrative:
The unit was received with unresponsiveness on all buttons due to moisture at the lcd board. The device was unable to perform the self test, the operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, or verify the basal rates due to the unresponsive buttons. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked casing at the reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer fell into the pool while wearing the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.